Event description:
The facility representative reported to baxter a clearlink continu-flo duo-vent set that could not flow through the upper y-site closest to the drip chamber. A baxter secondary set with product code (B)(4) was connected at the y-site. The drug being delivered was asked but unknown. This incident occurred in day care surgery while connected to a patient, but there was no patient injury or medical intervention required in association with this event. It was asked but unknown if flow was previously seen through the y-site. There is no additional information.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Evaluation summary: two samples were available for evaluation. A used secondary set was also included attached to a sample. A visual inspection was performed revealing no abnormalities. The samples were reprimed, and all y-sites were checked for flow, revealing no abnormalities. The secondary set was also connected to the samples, and all y-sites flowed normally. The reported condition was not confirmed. The root cause of this condition was not identified.